Manufacturer narrative:
(B)(4). Customer did not request for a field service specialist visit to the site. An accessory exchange was requested. The handpiece was not under warranty and it was not returned to amo. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported damaged handpiece with the ellips fx phaco handpiece. It was elaborated that the damage reported concerns an exposed wire (only the main cover of the cable concerned, no metal wire is visible). There was no patient involvement reported.